Event description:
Event occurred during a cardiac arrest with an intubated patient. After switching to manual mode, emergency medical technician/paramedic (emt/p) attached an etc02, endotracheal carbon dioxide, clear adapter. Next, the zoll's end tidal gave three consecutive error messages in a row as follows: "check adapter", "zero adapter" and "zero sensor". Without zeroing, adapter/etc02 would not give any answer other than no mmhg and no rate, despite good respirations via et (tube confirmed). Placed sensor on zero cell, monitor stated "zeroing sensor" for approximately 2 or more minutes without zeroing sensor and the attempt failed. Zoll removed from service and sent to internal biomedical for evaluation. Biomedical technician report indicated that unit was tested and unable to find problem with equipment. The monitor will not display reading if it is not zeroed to the airway adapter.